Event description:
It was reported that this left ventricular (lv) exhibited loss of capture due to a broken lead. The lead was explanted and successfully replaced. No additional adverse patient effects were reported.